Event description:
The customer reported that the patient underwent a revision of an lfit head. Update: revision of right hip. The surgeon further reported extensive metallosis, head . Loose on trunnion and 300mls of grey black fluid.

Manufacturer narrative:
An event regarding disassociation involving a accolade stem was reported. The event was confirmed following completion of the material analysis method & results: product evaluation and results: visual inspection visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated hip stem damage consistent with the loss of taper lock was observed on the stem neck and trunnion. Damage consistent with the explantation/implantation process was observed on posterior and inferior surfaces of the stem. Biological material was observed on the coating of the stem." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: "conclusion damage consistent with loss of taper lock was observed on the neck and trunnion of the stem. Damage was observed on the taper of the head consistent with interaction with the stem trunnion. The damage present on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are c ommon damage modes of uhmwpe. The yellow discoloration on the insert is consistent with absorption of synovial fluid. Xrf showed the stem, head, and shell were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. " -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a material analysis has been performed. The report concluded: damage consistent with loss of taper lock was observed on the neck and trunnion of the stem. Damage was observed on the taper of the head consistent with interaction with the stem trunnion based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. " no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient underwent a revision of an lfit head. Update: revision of right hip. The surgeon further reported extensive metallosis, head loose on trunnion and 300mls of grey / black fluid.